Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device advised a shock on a rhythm clinicians believed was non-shockable. The complainant indicated that a shock was delivered to the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. The customer submitted the clinical data for evaluation. Review of all clinical data provided by the customer did not find evidence to support the customer's report that the device advised a shock on a non-shockable rhythm. The event data indicates that the device was operating in manual mode and a shock was administered to the patient by the clinician. Based on the information received, we are able to determine that the device operated to specification. No trend is associated with reports of this type.